Event description:
Boston scientific received information that this patient's pacing system consists of a bsc pacemaker and atrial lead and a competitive ventricular lead. Surface data shows clear atrial and ventricular capture. However, egms show suspected loss of ventricular capture. The patient is asymptomatic.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The caller stated that they will bring the patient back to perform a ventricular capture test while the patient moves to ensure no positional variance in capture threshold and impedance. Additionally, they will look at the internal egms and surface on the same strip to make sure there is not t-wave oversensing. No other adverse events have been reported. This event will be re-evaluated if additional information is received.the device was subsequently explanted for normal battery depletion five years later and was returned for testing. This product issue will be updated when device evaluation is complete.